Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that with her old insulin pump she had a lot of issues with the infusion sets. Customer's blood glucose level was over 400 mg/dl. The insulin pump alarmed no delivery. The alarm was resolved by changing the complete set. The device was not returned.